Event description:
Customer's mother called to report air bubbles in the reservoir of the insulin pump. Customer's blood glucose reading was 345 mg/dl. Customer declined to test for leaks as there was no dampness present. Product is not being returned or replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).